Manufacturer narrative:
Evaluation method - injector lot number search. Results: an injector lot number search was performed and two similar complaints found.

Event description:
The reporter stated the surgeon inserted a competitor's lens and the lens was torn using an msi-pf injector, and mtc-60c fp cartridge and a foam tip plunger. Additional information has been requested from the facility, but none has been forthcoming. If additional information becomes available, a supplemental medwatch will be sent.